Event description:
Medtronic sprint fidelis lead fracture. Pt heard alarm go off. Went to hospital, doctors confirmed a lead fracture. Shut device off. On (B)(6) 2013, went to hospital, evaluated an medtronic system. Impedance confirmed lead fracture. Dates of use: (B)(6) 2007 to (B)(6) 2013. Reason for use: cardiac arrest on (B)(6) 2007. Event abated after use stopped or dose reduced? Yes.